Manufacturer narrative:
Internal file number - (B)(4): correction: the date was filed incorrectly on the initial medwatch report as (B)(6) 2017, but should have been (B)(6) 2017.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: umb 3, conquest pro, guide catheter: heartrail ii. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The tenku is not commercially available for sale in the u.s; however, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported the procedure was to treat a moderately tortuous, heavily calcified, chronic totally occluded lesion in the distal right coronary artery. The 1.20x6 mm rx tenku balloon dilatation catheter (bdc) was advanced without resistance in the patient anatomy. During the first inflation, the balloon ruptured at 8 atmospheres due to interactions with the heavily calcified lesion. The bdc was removed without resistance and was replaced with another rx tenku bdc, and a xience stent was implanted to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.